Event description:
It was reported to covidien that this unit's lcd display was missing some segments. No pt involvement was reported.

Manufacturer narrative:
The customer's complaint was verified. Isolated to the ui pcb. The iu pcb was replaced.